Event description:
It was reported that pump touchscreen was cracked or shattered which caused touchscreen to become unresponsive. Customers blood glucose level displayed 'HIGH", although specific value was unknown. Customer addressed high blood glucose with correction injection and continued using daily injections as backup insulin therapy while replacement pump was arranged by Technical Support.

Manufacturer narrative:
In use at the time of the event:CGM model: G6.Mobile OS: iOS / iOS_iPhone 13 / 2.9.1 / iOS_18.6.2.